Event description:
A customer reported to beckman coulter that the beckman coulter au480 clinical chemistry analyzer generated erroneous potassium (k) results. The results were not reported out of the laboratory, and there was no report of death, injury, or change to patient treatment in connection with this event. Repeat analysis produced normal values. The patient results provided by the customer are shown. While troubleshooting with beckman coulter hotline, the customer reported of changing potassium electrode along with multiple tubings, which did not correct the issue. The customer also reported of bubbles in an ion-selective electrode (ise) tubing. Beckman coulter field service engineer (fse) visited the customer's site and discovered the mid reference solution was not moving throughout the system. The fse replaced the reference valve and re-adjusted the mid-reference electrode. Following several mid-reference primes, the fse calibrated the ise and had customer run quality control tests. All quality control results were within the expected facility established ranges. The fse verified that the results of the service activity performed met published performance specifications.